Manufacturer narrative:
On 2/18/2020, a steris service technician installed a new washer to replace the unit subject of this event. At this time, steris has not been allowed access to the reliance synergy washer subject of the event. A follow-up MDR will be submitted if the user facility allows steris to perform an inspection of the unit.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the reliance synergy washer. At this time a root cause is unable to be determined as steris does not have access to the reliance synergy washer. Our investigation is pending - once our investigation is complete, a follow-up MDR will be submitted.

Event description:
The user facility observed flames coming from their reliance synergy washer. User facility personnel immediately shut off power to the washer. The flames were extinguished by the fire department. No report of injury. Procedures were delayed as a result of the incident.